Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error through bolus. It was reported that the customer had motor position encoder error alarm in their device's history. The customer's blood glucose level was reported to be 95mg/dl. It was reported that the device would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history check failed alarms. History check failed alarms due to a corrupted history file. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.